Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering actuated the device and resulted in dry firing. Upon disassembly, engineering found internal shaft damage. The root cause was due to excessive friction within the shaft due to internal damage, which can contribute to improper clip closure and handle malfunction. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap chole with ioc- "surgeon fired one clip to occlude the gall bladder. Attempted to fire another clip around the cholangiography catheter but nothing came out. Had about 3 other dry fires intra-abdominal. Had a few more dry fires on the drape then it began working. Attempted to secure the catheter again by nothing fired. Opened another clip applier that completed the job. I had a different surgeon tell that the handle wasn't fully opening after being fired and he had to use his index finger to push the handle open. No lot number for this. Only anecdotal." Patient status - fine.